Manufacturer narrative:
This implant loss suggests that the source of the problem was likely to stem from procedural errors. Correct use and procedural instructions are described in this product's instructions for use.

Event description:
Time of loss in relation to the implantation was up to 1 yr after prosthetic restoration. Primary stability was achieved but osseointegration was not achieved. Swelling and mobility was reported. Bone quality at the time of implant failure was type iii. It was reported implant was loose and not healing. Implant lifted out of the site without doctor having to apply any force or use of instruments. Patient has diabetes.